Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery. A non-abbott microcatheter was inserted into the patient anatomy. A balance middleweight (bmw) elite ii guide wire was advanced toward the target lesion. During withdrawal, the non-abbott microcatheter met resistance with the guide wire so the guide wire and the microcatheter were removed as a single unit from the patient anatomy. No other device issues were noted. A new unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for difficult to position and difficult to remove reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.